Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify battery out limit alarm due to blank display. The insulin pump had deep scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer also reported that they received a battery out limit alarm after inserting a new battery. The customer's blood glucose was 512 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump was exposed to moisture. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The insulin pump will be returned for analysis.